Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Analysis was unable to perform displacement test due to broken off reservoir tube lip. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window, cracked case at reservoir tube window corner, stained end cap sticker and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 19.0 mmol/l. The customer some states the reservoir is loose inside the compartment and it is also chipped. The customer treated with a manual injection for the high blood glucose. The insulin pump will be returned for analysis.